Event description:
Reportable based on device analysis completed on (B)(4) 2013 it was reported that the coil was unable to be inserted into the catheter and it was stretched. The patient was undergoing a coil embolization treatment procedure in an unknown location. A 4mm x 15cm interlock was selected to treat the target vessel. Intermittent flushing was performed. During introduction, the coil was unable to be smoothly inserted into the excelsior 1018 microcatheter. It was then noted that the coil was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed that the number of fiber bundles were found to be below specification.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. An introducer sheath was returned containing a coil and a pusher wire. The coil was protruding from the distal end of the introducer sheath. The interlocking arms of the coil and the pusher wire were interlocked in the introducer sheath. The coil was found to be extremely stretched in the sheath. An attempt was made to advance the coil with the pusher wire however this was unsuccessful and the sheath had to be cut to retrieve the coil. The pusher wire was found to be kinked in the middle and slightly kinked at the ss coil region. The coil was found to be kinked. Microscopic inspection revealed no damage to both the interlocking arm of the coil and the interlocking arm of the pusher wire. The coil zap tip shape and surface was smooth. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as an incompatible catheter was used in the procedure. (B)(4).